Manufacturer narrative:
The mayfield infinity skull clamp (a1114a) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that there were welts on the ratchet extension filed down to allow the extension to move smoothly through the body casting. Additionally, the lock on the clamp had movement and was loose. To resolve all issues, the worn internal components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the reported complaint confirmed via inspection of the unit. The ratchet extension was sticking due to welts on the extension from having other devices attached to the ratchet extension. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a craniotomy, they could not get the plunger out of the standard infinity skull clamp (a1114a) to unlock the patient, but the torque knob was still tightened. The issue was resolved by loosening the knob and they were then able to pull the plunger to unlock the patient. There was no technical delay other than the team adjusting/changing out the mayfield for another; however, the surgeon did need to stitch a small scalp laceration from the pins. There was no change in the surgical outcome of the patient.